Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving calibration error, change sensor, and bad sensor alerts. She also stated that the sensors give inaccurate readings. Customer reported that the bad sensor alert occurred during normal activities and after the initialization period. She stated that the bad senor alert occurred after a second consecutive calibration error. She was advised to remove and change the sensor and reminded of the correct way to calibrate. The blood glucose reading was 175 mg/dl. Nothing further was reported.